Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the treatment, the arterial end was found to be damaged; a piece of material fell off, forming a gap. The catheter has been placed for a week. There was nothing unusual observed prior to use. There were no other products utilized with the device. Flushing was done and the result was normal. There was no excessive force used on the device. There was no leak. Tego was not utilized. There was no cleaning agent used on the device. The luer adapter had an issue where the crack was observed. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the catheter was replaced with the same ID after the explanted date. The procedure was completed. There was no blood loss and no blood transfusion required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was a large crack on the arterial luer adapter. There appeared to be no other abnormalities with the returned device. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the treatment, the arterial end was found to be damaged; a piece of material fell off, forming a gap. The catheter has been placed for a week. There was nothing unusual observed prior to use. There were no other products utilized with the device. There was no excessive force used on the device. There was no leak. Tego was not utilized. There was no cleaning agent used on the device. The luer adapter had an issue where the crack was observed. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the catheter was replaced with the same ID after the explanted date. The procedure was completed. There was no blood loss and no blood transfusion required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted there was a crack on the luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.